Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. However, during extraction, this lead was separated and a distal portion containing the ring and tip electrodes was inadvertently left. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.